Event description:
During an ercp procedure a wilson-cook tracer metro wire guide was used. Additional info provided with the report indicated the tip of the wire guide separated on the distal end, exposing the inner core, as the device was removed from the pt. No injury to the pt was reported.